Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Per customer: carbide insert is cracked on instruments. No pt injury. Follow up from the perioperative nurse manager noted the 2 larger needle holders were discovered cracked after the cases in the sterile processing department. X-rays were done on all pts and all were clear. It is unclear on whether or not it happened during the case, during cleaning or perhaps on a previous case.